Event description:
It was reported that during pre-implant preparation of this implantable cardioverter defibrillator (ICD), the device was found to be operating in safety mode. The device packaging was intact with no visual damage noted. The device would be returned. There was no patient involved. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during pre-implant preparation of this implantable cardioverter defibrillator (ICD), the device was found to be operating in safety mode. The device packaging was intact with no visual damage noted. The device would be returned. There was no patient or physician involved. If the product is returned, analysis will be performed and this report would be updated at that time. The device was later returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.